Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed on the returned sample and a bend between tube and chamber was noticed. Pressure test under water was performed and a leak was observed from the chamber to the tube. Clear passage under water was performed and no defects were observed. The reported condition was verified. The cause was related to improper automatic assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked just below the drip chamber. The device contained saline. This was observed when the nurse was priming the line for chemo. A new line was used with no issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.